Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired cellulitis following an implant procedure. The patient stated that the infection occurred as a result of an accident while cutting toe nails. The patient was hospitalized and treated with IV antibiotics. There have been no further reports of complications.